Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for the pressure sensor circuit test. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance for the pressure sensor circuit test. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.